Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice during use during initial drain. The patient was connected. The baxter technical service representative (tsr) instructed the patient to end therapy and start over with new supplies. The tsr assisted the patient with ending therapy and reviewed the proper procedures per the user manual. The patient would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient stated the sample was discarded and they did not know the lot number of the supplies. The patient stated they spoke with their nurse about the issue. The patient stated they were able to resume therapy successfully after starting over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).